Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 924256, lot# : 082235416a, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that when they went to test the stimloc, the middle part did not fix with the cranial part. The cause of the issue was not determined. No troubleshooting was done. The hcp changed the stimloc and the issue was resolved. The patient was alive with no injury. No further patient complications were anticipated.